Event description:
Pt presented with hepatocellular carcinoma. The pt presented for therasphere treatment to the liver. Pt was treated and received approx 174.0 gy administered to the entire liver. This procedure was performed under anesthesia due to the pt's prior history of manic depression and anxiety re: the procedure. Pt was kept overnight for observation and discharged the next day without incident. Adverse events: pt was admitted for acute organic brain syndrome. This was manifested by confusion, agitation possibly secondary to lithium toxicity. Lithium was stopped, and lithium levels fell to below normal levels. Lithium resumed at lower dose than previous, returning to normal levels. Seroquel, doxepin, and ativan were initally held, but confusion persisted. Pneumonia w/fever 102 degrees felt to have contributed to confusion. Fever initially treated w/fortaz then switched to IV and then po levaquin due to development of rash. Fever and left lower lobe infiltrate treated successfully with levaquin. Elevated ammonia treated with neomycin and lactulose. Disorientation was felt to be psychiatric in origin due to no improvement in mental status after fever and pneumonia resolved. At time of discharge pt was calm but disoriented x 3. Due to this, pt was unable to return to group home and was discharged to terminal care in a nursing home. Pt will be followed regarding liver progress. Cxr: suggested left lower lobe infiltrate. Eeg: diffuse slow wave activity, questionable lacunar infart present, possibly due to psychiatric decompensation. Labs: ammonia level=45 up to 63 during hospitalization; down to 1 on 2/1/01; liver functions elevated initially, then decreased (perhaps due to decreased tumor burden or to resolved sepsis).